Manufacturer narrative:
The customer¿s report of a leak was not confirmed or replicated. Visual inspection revealed no damage anywhere on the extension set or any other component. Functional testing found no issues and this was further confirmed through leak testing at pressures up to 30 psi. The root cause of the reported leak was not able to be identified.

Manufacturer narrative:
Concomitant medical products: (2) 30910; non-cfn stopcock; non-cfn microclave; bd 60ml syringe; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak near the filter site.